Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted on (B)(6) 2004.

Event description:
It was reported that a patient had not had effective treatment since his pump replacement on (B)(6) 2011. A dye study was performed prior to (B)(4) 2011 and revealed that the catheter 'was not working'. A catheter fracture was reported and confirmed. A catheter revision was performed. The hcp could not locate the distal tip of the catheter that had fractured off and did not know the length of the section that broke off. The hcp placed a new distal tip; a spinal segment revision kit was used with 11 cm cut off of a 38 cm catheter. This catheter segment was 'attached to the left over existing catheter'. The length was not able to be determined, as no previous catheter segment 'was left in the spine'. No markings were visible on catheter at the incision site. The medication administered via the pump was morphine 15 mg/ml concentration with a starting dose of .750 ml. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.